Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a mitral valve procedure, this left ventricular (lv) lead dislodged. Loss of capture (loc) was also observed. This lv lead was explanted and replaced without complication. No additional adverse patient effects were reported the procedure.